Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Log files cannot be downloaded anymore. Asked customer if they were able to set factory defaults. No rootcause was determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 give detect user interface issue error message and failed to start. At this time, there was no information of patient involvement associated from this event.

Manufacturer narrative:
Result of investigation: the exact issue is unclear and customer didn't provide any further details. Root cause was not determinable. Case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Log files cannot be downloaded anymore. Asked customer if they were able to set factory defaults. No rootcause was determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 give detect user interface issue error message and failed to start. At this time, there was no information of patient involvement associated from this event.